Manufacturer narrative:
A lead revision has been scheduled for a future date. At this time, both leads remain implanted. No additional information is available. Once a resolution has been reached, this report will be updated.

Manufacturer narrative:
A revision was performed and both the ra and rv leads were capped and remain in the patient. The rv lead was successfully replaced but due to patient anatomy, a new ra lead was not implanted. Neither lead will be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow-up, interrogation of the device associated with these right atrial (ra) and right ventricular (rv) leads revealed a lead safety switch warning message. Both leads had pacing impedance measurements above 2,500 ohms in both unipolar and bipolar configurations. No adverse patient effects were reported and the patient was in normal sinus rhythm during the follow-up.